Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found the battery drawer broken. The lower case also found broken and the keyboard pad found scratched.

Event description:
It was reported the device was defective. The device was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications have been reported.